Event description:
It was reported that approx 23 hours following a coronary drug eluting stenting treatment procedure, the pt died of a thrombus. The pt had presented for a coronary stent procedure and their left femoral artery was accessed. Angiography was performed. The fluoroscopy showed two stents located in the mid and proximal right coronary artery (rca). Both guidant velocity stents were implanted in 2002 and were now 100% occluded. It is unk when the stent restenosis occurred since the pt hadn't been seen since the original stent placement. The physician determined to not restent those 2 lesions because the rca collateral arteries were strong. A 7 fr wiseguide, 7 fr x 11 cm cordis sheath, and .014 x 182 mailman guide wire were inserted via the right femoral artery. A taxus express2 3.0 x 20mm drug eluting stent was implanted into the left anterior descending artery. It was reported the pt had a "great result." The procedure notes report "interventional outcome was successful". The medications given during the procedure include versed, fentanyl, heparin, integrilin, and plavix. The following day the pt was waiting to be discharged when the nurse went to check on something. During this delay, the pt's heart monitor was checked and it had showed an st elevation in their heart rhythm. The nurse took them back to their room to lie down. The ccl was notified to set up for angiography. The pt began to experience chest pain and a code was called. Cardiopulmonary resuscitation (CPR) was administered and the pt's heart was shocked 9-12 times without positive results. The pt was brought emergently to the ccl where fluoroscopy was performed immediately. Upon arrival, the pt was being manually resuscitated, had no herat rhythm on the monitor, and CPR was in progress. The left femoral artery was accessed using a 7fr cordis sheath, 7frfl4 wiseguide, and a .035 x 145 cook wire. Fluoroscopy showed no heart movement. A thrombus was located at the distal end of the lad stent and continued to the left main artery back to the circumflex artery. CPR continued throughout the procedure. A .014 x 182 mailman was inserted and advanced. Epinephrine was given. A 2.0 x 20mm maverick balloon was placed into the proximal lad and deployed to 6 atms for 12 seconds. The heart was shocked with 150 joules. The balloon was re-inflated to 6 atms for 10 seconds. Epinephrine was given. The heart was shocked at 200 joules. Verpamil was given via peripheral IV. The balloon was removed. A longer ranger 3.0 x 40mm balloon was placed in the proximal lad which reestablished some of the blood flow. The balloon was inflated to 6 atm for 7 seconds. The pt was asystole without CPR. Integrilin and lidocaine were both given. Temporary pacing wires were placed and set at a rate of 60 beats/minute. CPR was stopped and the code was terminated by the physician at 10:48 on the same day. It was reported that because of the previous stent stenosis on the right side of the heart, and now the thrombus on the left side, there had been no blood flow to the heart. The thrombus had "shut down the entire coronary tree."